Event description:
It was reported by the patient¿s caregiver that the physician had the settings too high on the volara device and it, blew a hole, in the patient¿s lung. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported by the patient¿s caregiver that the physician had the settings too high on the volara device and it, blew a hole, in the patient¿s (17-year-old female) lung. The date of the event was not reported. Per the caregiver, the patient was no longer seeing this physician and the patient was not using the volara device due to the reported event. At the time of the initial report, no medical intervention was reported, and the caregiver stated she was keeping the device. The patient's medical history includes bronchiectasis, hyper ige syndrome, moderate persistent asthma, pneumonia, pleural effusion, lobectomy, right hemithorax, scoliosis, and spondylolisthesis. Although multiple attempts were made by hillrom, no additional information could be obtained from the caregiver. Hillrom contacted the office of the physician who allegedly had the device settings too high, and the nurse stated the patient had not been seen since (B)(6) 2021. No additional information was obtained. Hillrom contacted the office of the patient¿s current treating physician regarding the allegation of injury reported by the patient¿s caregiver. The nurse reviewed the patient's chart and saw nothing of this nature reported. No additional information was obtained. The volara system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with an oxygen supply. Instructions for use state heart rate and pulse oximeter readings are available only if a hillrom approved pulse oximeter is connected. The patient¿s caregiver stated she was keeping the device; therefore, an inspection of the device could not be performed to rule out a malfunction. Due to limited details concerning the alleged injury, it is unable to be determined at this time if use of the volara device caused or contributed to the reported event and a serious injury cannot be ruled out. Therefore, out of an abundance of caution, this complaint is considered reportable. Should additional information be received, the complaint will be reassessed.. Based on this information, no further action is required.